Event description:
Pca set to deliver 1.5 ml 1mg/ml morphine every 30 min. Device reported it only had 3 ml remaining in cassette. Cassette was removed from device it still had 30 ml remaining. Removed remaining amount via syringe to measure properly. Patient did not receive pain relief doses were not delivered.